Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
No blood glucose levels reported. The customer reported a no delivery alarm from the insulin pump during basal. Troubleshooting was done. The customer was asked to deliver a five unit prime from the insulin pump. The customer reported that insulin did not exit. The customer was advised to push insulin slowly from the reservoir with a plunger. The customer reported that insulin did exit. The customer was advised to change the infusion set and reservoir on the insulin pump. The customer was advised to rewind the insulin pump, reinsert the reservoir into the insulin pump and to run a manual prime. It was reported that the insulin pump alarmed no delivery. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.